Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no numbers ramping or scroll bars moving up on the device. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 600 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer advised the scroll bar moved without any input and they removed the battery but the button error alarm was not resolved. Customer advised there was a response from a button. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.